Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
The user reported that they had found a broken little part inside the clamp assembly of the roller pump. The device was not changed out for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.